Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl with concentration 16 mg at a dose rate of 2.45 mg/24 hours via an implantable pump. It was reported that the patient experienced withdraw symptoms. The physician indicated the pump was empty at the refill appointment though the pump should have had 6 ml in reservoir. Factors that may have led or contributed to the issue were unknown. The physician refilled the pump with medication and had patient come back a few days later, and it showed correct amount. No surgical intervention occurred and no surgical intervention was planned. No further intervention was taken to resolve the issue. The issue was resolved as of (B)(6) 2025. The patient was without injury regarding their status as of (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.